Event description:
The customer reported obtaining multiple suppressed and erroneously low results for three (3) patient samples, over three consecutive days, involving the unicel dxc 600i synchron access clinical system. This report references the event which occurred on (B)(6) 2013; please refer to medwatch report #2050012-2013-00643 and #2050012-2013-00644 for the reports of the events which occurred on the other two days. The customer reported obtaining a suppressed, out of instrument range low (oir lo), result for standardized creatinine (cr-s), and an erroneously low cartridge glucose (glu) result with an out of reportable range low (orr lo) flag for one patient sample. The results were not reported out of the laboratory and there was no change or affect to patient treatment in connection with this event. The customer stated that subsequent repeat of the patient samples on an alternate dxc instrument produced higher results which were considered correct.

Manufacturer narrative:
The customer did not request service for this event and a beckman coulter field service engineer (fse) was not dispatched to the customer's site. Failure mode for this event is unknown. All related medwatch reports associated with this event: 2050012-2013-00642, 2050012-2013-00643, 2050012-2013-00644.